Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and / or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was given primary surgery for open reduction and internal fixation (orif) of a right femoral condylar fracture on (B)(6) 2017. Approximately, one year later, the patient felt pain, and went to hospital. Scans were taken and it was noted a screw was broken. The surgeon did a revision surgery on (B)(6) 2018 to remove the broken screw. Patient was revised to a competitors screw. The patient is stable and left from hospital. Concomitant device reported: unknown lcp plate (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).